Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a loss of prime issue. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a prime issue.

Manufacturer narrative:
Follow-up #1: date of submission 06-jun-2019. Device evaluation: the pump has been returned and evaluated by product analysis on 04-jun-2019 with the following findings: a review of the pump¿s black box showed that the data for the date of reported event on (B)(6) 2016 had been overwritten due to continuous use of the pump. The black box contained dates from 31-oct-2018 to 08-nov-2018 with no evidence of loss of prime. During testing, the pump successfully completed the rewind, load cartridge, and prime steps and the pump was exercised for 12 hours with no loss of prime occurring. The force sensor calibration was found to be within required specification. The loss of prime issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed a dim, faded and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.